Event description:
It was reported that a patient underwent a c-section on(B)(6) 2023 and suture was used to suture subcutaneous layer of tissue at the end of the procedure. During the procedure, the suture strand was fraying. The procedure was delayed 10 minutes. Another like device was used to complete the procedure successfully. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/18/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? What is the lot number? Device return status. Please document the shipment tracking number: note: related events reported via 2210968-2023-02792, 2210968-2023-02793, and 2210968-2023-02794.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/11/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received one empty foil and one unopened sample that pertain to product code y823. In order to evaluate the condition of the returned sample. The packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to fraying sutures or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02792, 2210968-2023-02793, and 2210968-2023-02794.